Event description:
The pt received his scs system, including an ipg and two percutaneous leads (from the same lot) on (B)(6) 2009. It was reported that one of the leads had migrated. The physician decided to explant and replace the lead on (B)(6) 2010. F/u on the pt found that he is getting effective stimulation and no further issues have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.